Event description:
On (B)(6) 2014, the reporter stated that the screen was hard to read. No further details were provided. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: the pump powered on to a fully illuminated display however lens film on the display lens was discolored, worn and peeling making the image appear darker and harder to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.